Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: h6 - device code: 1401 should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+3.0/092 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault, blurred vision, residual cyliner, a "line" in the visual field, and a white light. The problem is resolved.